Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). Device not returned.

Event description:
It was reported that after three weeks of intra-aortic balloon (iab) therapy, blood was seen in the helium channel near the balloon and in the first inch of the extension tubing. The patient was being taken to the cardiovascular operating room (cvor) to replace the balloon. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Complete initial reporter name: (B)(6). Device available for evaluation? Changed from yes to no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that after three weeks of intra-aortic balloon (iab) therapy, blood was seen in the helium channel near the balloon and in the first inch of the extension tubing. The patient was being taken to the cardiovascular operating room (cvor) to replace the balloon. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.